Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 531 mg/dl. Reportedly, the customer did not have an active continuous glucose monitor session started on the pump. No additional information was provided. Customer declined all further troubleshooting.